Event description:
Complainant alleged that during functional testing, the device's logs showed that the device failed self test and displayed a "defib fault 196" error message. Complainant did not indicated that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a follow-up report when our investigation is completed.